Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium generated from the alinity c processing module and provided the following data: on (B)(6) 2024, sample ID (B)(6) initial result was 9.21mmol/l, and repeat result was 4.98mmol/l. (Reference range for customers is 3.5-5.3mmol/l). The customer reported that an analyzer mixing station was blocked and that after clearing and cleaning it, the repeatability of the sample was normal. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated potassium generated from the alinity c processing module and provided the following data: on (B)(6) 2024, sample ID: (B)(6) initial result was 9.21mmol/l, and repeat result was 4.98mmol/l. (Reference range for customers is 3.5-5.3mmol/l). The customer reported that an analyzer mixing station was blocked and that after clearing and cleaning it, the repeatability of the sample was normal. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial#: (B)(6) was evaluated. It was determined that the wash cup, mixer r1 was blocked and required cleaning. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify a trend for the alinity system or the wash cup, mixer r1 with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues with the wash cup, mixer r1 as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.